Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a vascular diagnostic procedure, and the procedure was completed as planned. The philips remote service engineer (rse) remotely inspected the system and confirmed that the customer tried to move the arm into the lateral position, but it did not spin and the detector would not move from landscape to portrait. The log file analysis didn¿t confirm the malfunction, but the remote alert indicated a frontal detector position error. The philips field service engineer (fse) visited onsite and tested the system but was unable to recreate the fault or find an error with the sid movement. The customer performed a cold restart after the procedure, which resolved the issue. The system was returned to use in good working order after a cold restart. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand lateral movement become unavailable, patient positioning can also be achieved via table movements. Therefore, the loss of motorized lateral of the stand/c-arc is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that halfway through the procedure, the customer tried to move the arm into the lateral position, but it did not spin. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.